Event description:
A 86-yr-old female developed painful right hip after right hip pinning for inter-trochanteric fractrure. A failure of union of fracture. Pt underwent proximal femoral replacement with bipolar arthroplasty of right hip 11/1/95 under spinal anesthesia. After irrigation and placing a sponge into the acetabulum the prosthesis was cemented into place. Pulse rate slowed, hypotension developed. Resuscitation took place but was unsuccessful. Pt expired. Surgical dept review indicated that this was a known complication caused by the cement and the therapeutic intervention was appropriate.